Event description:
It was reported that the health care professional (hcp) wanted to review reports on this pacemaker. Technical services (ts) reviewed the device data and noted atrial undersensing on the stored electrograms (egm). Ts provided reprogramming recommendations on the atrial sensitivity. No adverse patient effects were reported. This pacemaker remains in service.